Event description:
A report was received that the patient underwent an ipg explant procedure due to inadequate stimulation. The patient was doing well post operatively.

Manufacturer narrative:
The returned ipg sc-1132 (serial number: (B)(4)) was evaluated against the reported event. The device passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient underwent an ipg explant procedure due to inadequate stimulation. The patient was doing well post operatively.